Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bioid of the medstation es required maintenance. A field service engineer stated that the tech contacted the site to power cycle the machine, as rebooting the station did nothing. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio ID required maintenance. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient, and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a bio ID required maintenance. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient, and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.